Event description:
The customer observed a false negative alinity I total b-hcg result generated on the alinity I processing module that was positive when repeated on another instrument for one patient. The patient is pregnant. The following data was provided: on 21jun2024, sid (B)(6) initial result 4.72 miu/ml (on (B)(6)), same sample repeated 134213.96 miu/ml (on (B)(6)). Sample was repeated again on (B)(6) and the result was 4.4 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed a false negative alinity I total b-hcg result generated on the alinity I processing module that was positive when repeated on another instrument for one patient. The patient is pregnant. The following data was provided: on (B)(6)2024, sid (B)(6) initial result 4.72 miu/ml (on (B)(6), same sample repeated 134213.96 miu/ml (on(B)(6). Sample was repeated again on (B)(6) and the result was 4.4 miu/ml. No impact to patient management was reported.